Manufacturer narrative:
Correction to h10: additional suspect medical device components involved in the event: model#:sc-3138-25 (B)(4) model description: lead extension, 25cm the explanted lead extensions were not returned to bsn because they were discarded by the medical facility. A review of the manufacturing documentation of the ipg and lead extensions found that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient underwent a pocket revision due to pocket pain. The physician, during the revision, decided to replace the lead extensions as there was some difficulty connecting the patient's leads.

Event description:
A report was received that the patient underwent a pocket revision due to pocket pain. The physician, during the revision, decided to replace the lead extensions as there was some difficulty connecting the patient's leads.